Event description:
Event description: guidant received information that this implantable atrial and defibrillation lead were both explanted due to noise on the ventricular rate/sense channel.the physician suspected it may be due to clavicular crush and explanted both leads.when the defibrillation lead was explanted, frank separation was noted by the physician.in addition, during the attempted implant of this implantable defibrillation lead, the physician noted bunching of the gore coating and exposure of the coils.a 10.5 french non-hemostatic introducer was used.new guidant atrial and defibrillation leads were implanted.the explanted leads were returned to guidant for analysis.guidant received additional information that this patient called regarding his work environment.he works around powerful transformers and wondered whether this electromagnetic interference (emi) would interfere with his device.